Event description:
During training, the thermogard xp ivtm system ((B)(4)) displayed mid: 26 (low battery) error message. The biomed changed the display head battery and the console displayed a mid:11 (post nvram). Mid:11 will not clear after several power up attempts. No patient involvement.

Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned to a zoll service depot for evaluation. The device was investigated by the biomed at the customer site. The failed display head will be replaced to remedy the mid:11 (post nvram). Since the issues will be resolved by the biomed, service is not required to be performed by zoll.